Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It was reported that a femoral angiogram was not performed prior to the procedure. The instructions for use state under the warnings section to perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted using two proglide devices in the left common femoral artery using the presclose technique after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the sutures was pre-placed successfully and the tavi procedure was completed. The arteriotomy was a 6f and during the tavi procedure the sheath was upsized to a 10f then to a 16f. After the knots of the sutures had been advanced to the artery wall, oozing was visible from the puncture site. The physician used the suture trimmer a second time to position the tied suture knots to the top of the arteriotomy, but the physician felt that the suture trimmer crossed the arterial wall and opened the puncture site. Manual arterial compression was applied and the patient was taken to surgery. Hemostasis was surgically achieved. The patient is reported to be doing fine. No reported adverse patient sequelae. No femoral angiogram was taken prior to the procedure. No significant impact or clinically significant delay in the procedure was reported. The physician was reported to be in-training in the use of the proglide device and is not established in the preclose technique. No additional information was provided.